Manufacturer narrative:
Additional information is provided in sections b.5, h.6 and h.10. The sample was not returned; therefore, testing could not be performed. A review of the batch production records could not be performed because the lot numbers were not reported. A review of the complaint records could not be performed because the lot numbers were not provided. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicating before pneumatic retinopexy surgery, patient was shifted to another facility for retinal detachment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic gas dispensing regulator did not dispense gas from the attached tank. The regulator dial indicated that sufficient gas was available. Procedure details and patient involvement information is unknown. Additional information was requested.